Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There were no excessive no delivery alarms noted. The pump was received with a partially broken reservoir tube lip and reservoir tube, missing o-ring, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had changed out her reservoir and received a no delivery alarm. Customer stated that there was a crack on the pump where you put the reservoir into the pump. Customer's blood glucose was 307 mg/dl at the time of the incident. Customer stated that there are pieces missing from the top of the reservoir. Customer does not remember how the damage occurred. Customer stated that the o-ring had come out of the reservoir compartment area. Customer mentioned having high blood glucose but did not want to troubleshoot for them since customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.